Event description:
On (B)(6) 2012, the patient contacted animas to report that he was treated for a low blood glucose (bg) by ems that evening. The patient reported that on the evening of (B)(6) 2012 at approximately 6pm, he left his house to meet friends at a restaurant. The patient claimed prior to leaving he checked his bg and was 204mg/dl. Thirty minutes later, while walking, the patient claimed that he "collapsed." Ems was contacted and when they arrived they told the patient his bg read "low." The patient was not sure if the ems personnel administered any treatment. The patient reported he was taken to the ER where he was stabilized and later released. The patient was also unable to confirm treatment at ER; however, confirmed he did eat. At the time of troubleshooting, the patient informed customer support that prior to "collapsing" he had not ate anything since breakfast. The patient confirmed the pump's date and time were correct; however, was unable to confirm if all pump settings were programmed correctly. Review of bolus history showed that prior to event last bolus was at 9:29am that morning. Review of prime history revealed a priming at 5:05pm that evening. The patient confirmed he was disconnected from the pump at the time he primed the pump. The patient denied any additional activity that day prior to the event and did not know what may have caused and/or contributed to the low bg that evening. At the time of the call animas customer support informed the patient there was nothing to indicate a mechanical issue with the pump. The patient was instructed to follow-up with his hcp to determine if adjustments to the pump's settings were needed. This complaint is being reported because the patient developed signs/symptoms suggestive of severe hypoglycemia while on insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 05/23/2013 ¿ device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: there was no data from the time of the event in the pump history due to continued patient use. A review of the total daily dose history for the available date range showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing.